Event description:
Pt was scheduled for anterior cervical discectomy on three levels and was supine on the modular table. The surgeon was closing the incision when a snap was heard and the foot of the table tilted laterally about 3 inches to the right. Surgeon quickly broke scrub to hold table to prevent it form tilting further and also had someone place a stool underneath as an extra precaution. The resident took over and finished closing the incision. Pt was then transferred off of table to a bed. Potential for harm to both pt and surgeon had the table continued to tilt after it was stabilized. There was no pt injury.

Manufacturer narrative:
Patient was not harmed. We sent a biomedical technician to evaluate table, a preventative maintenance check was performed on the table's specifications. It was noted that all specifications were met, except for the batteries. These were noted as a fault on the system and replaced. The customer was notified of the change and of the requirement to ensure the batteries were kept charged when table is not in use.